Manufacturer narrative:
The device was received for evaluation.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'slide clamp will not turn on pump' could not be reproduced during service. Evaluation observed device to turn on as expected with known good alternating current (ac) power cord. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The device was found to operate within specification.  The reported condition was not verified.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that would not turn on with slide clamp. There was no patient involvement. No additional information is available.